Event description:
The account alleges that the bed scale cable has exposed bare wires. No injuries were reported.

Manufacturer narrative:
The account wrapped the exposed wire with electrical tape and returned it to service. The tech informed the account that they should replace the cable. It is not recommended to warp that cable with electrical tape. The account decided against ordering the replacement cable. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.